Event description:
The report we received from the field indicated that a trapease filter was implanted in the inferior vena cava without incident. However, approximately, two weeks later the patient complained of back pain. The patient was examined, and it was discovered that the filter had migrated to the diaphragm. No subsequent treatment has been rendered as of to date, and the patient was noted to be doing fine.